Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that his insulin pump was receiving multiple motor error alarms during a bolus and basal. The customer's blood glucose level was 150mg/dl. The customer states that the alarm occurred several times through the night and that this was the first indication that something was wrong with the insulin pump. The customer said that the significant events leading to the event was that the belt clip was loose but he did not hit the insulin pump up against anything nor did he drop it. We assisted the customer with clearing the alarm. We advised the customer to discontinue use of the pump and to revert to a back up plan. No further information was reported.